Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was charged and rebooted. Data was received but there was no data within the investigation window. A functional test was performed and it passed. The receiver case was opened and the internal inspection passed. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined